Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the system was giving a "tube defect" message. Upon functional testing, the fse reviewed the system logs and found that the generator controller (xsc) had a communication error. The cause of the xsc (generator controller) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the xsc (generator controller) and all generator configs and calibrations by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement and necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer received a tube defect message and x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.